Event description:
The customer reports their abbott diabetes care (adc) device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed to the internal pins of the usb port. The damage observed to the pins is likely due to the user having incorrect cable into the reader or having applied excessive force to insert the cable into the readers usb port. Leading the usb port to no longer functioning as a result. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The returned battery voltage was measured and results were not within specification. Unable to charge and inspect pcba (printed circuit board assembly) components using thermal camera due to low battery voltage and major damaged usb port. The stm processor was present. Power consumption test was present. The current draw on the returned reader was within specification. Unable to identify evidence that would cause the reader to become ¿too hot to hold" per the customers complaint. An extended investigation was further performed. Visual inspection was performed on the returned reader and reader's pcba using a microscope and no issues were observed. Damage to the internal pins of the usb port was observed. The reader event log was reviewed, and no abnormal events were observed indicating reader was functioning properly. Bench testing was performed on the reader using a digital multimeter. The returned battery voltage was measured and results were not within specification. A known good battery was used for the remainder of testing, and the reader was observed to power on and passed built in reader self-test. The returned reader was monitored under a thermal camera when the reader was in the following states : powered on and charging, powered on and not charging, powered off and charging and powered off and not charging. No anomaly was observed. After inserting the returned reader in test fixture, the reader¿s off current was tested and measured to be within specification. Fast draining battery was not observed. Investigation findings did not indicate any connection between this reader¿s module function and the user's reported issue of "reader is too hot to hold". The reported field event of the reader becoming too hot to hold was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reports their abbott diabetes care (adc) device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. The customer reports that the charging cable and adapter supplied by adc was used with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.